Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: clarification is needed. It was reported that the procedure was an ¿open¿ anterior resection. Then it was reported that the procedure was converted to cold cut and cut the oral side. What is meant by it was converted (as the surgery was started as an open procedure?¿ from the start the surgery was started as an open procedure. No quality issue experienced with the tx60g device other than being in the cs40g packaging has been reported. No further information will be provided."

Event description:
It was reported that during an open anterior resection, a tx60g (lot#: p4rm8k) was in the package of a cs40g. The surgeon knew how to use a tx60g and thought it was a waste of time to replace it with a cs40g so the tx60g was used as it was. The part of the procedure was converted to cold cut and clamp the cut end of the oral side. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 06/7/2022 additional information received: the device had been incorrectly sealed in the operating room, and the case was closed. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.